Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation broke approximately four months ago due to a patient fall. Surgeon has planned an upcoming surgery for an unknown date. This report is for an unknown proximal femoral nail antirotation. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
This report is for an unknown proximal femoral nail antirotation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device is not distributed in the united states, but is similar to device marketed in the USA.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The nail is broken at the site of the intersection with the blade. The patient has fallen down three to four times earlier as well. The original nailing was done around eighteen months ago and the fracture has healed. The broken implant has been removed now and the patient is doing well.